Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient received a shock when their right ventricular (rv) lead became dislodged. The rv lead was repositioned to a more apical location and remains in use. No further patient complications have been reported as a result of this event.